Event description:
The cervical spine locking plate was implanted on 2/5/1996. The pt was involved in a motor vehilce accident on 4/18/1996. X-rays revealed that the plate was bowed. The plate was discovered to be fractured on 5/16/1996 and was removed on 5/31/1996.